Event description:
Rn states peg tube was placed in 2000, md was removing reg tube from pt due to a crack in the shaft by the external bolster. Md was traction removing peg tube from pt and the internal dome detached from tubing. Md will let dome pass and placed another #000630 20fr peg tube without difficulty.